Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 182mg/dl. Advised insulin pump would be replaced. No additional information was provided.